Event description:
Beginning right knee arthroscopy using 15 degree curved full radius resector-metal shavings noted immediately-appliance removed immediately and replaced. Joint flushed with saline irrigation intraoperatively.